Manufacturer narrative:
Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number 30822255l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-001184705

Event description:
It was reported that a 60-year-old male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered heart block. Complete av block occurred after right ventricle (rv) septal ablation in a pvc procedure. The event occurred after initial ablation three hours after the patient entered to the room. After that, the patient was followed up. However, the av block was not resolved, and the procedure was completed as it is. The physician's opinions on the relationship between the event and the product is that it is unlikely that complete av block would result from ablation through the rv septum a little further from the tv septum and approximately 15 mm away from his. Since no electrical signal was observed in his when they looked at the points obtained in the prior mapping, it can only be considered that fastpathway was in the place where ablation was conducted. But this event was a very rare case; they did not mean that the product had the problem. No abnormalities were observed prior to use or during use of the product. Additional information was received. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that it was due to patient condition.

Manufacturer narrative:
Additional information was received on 16-sep-2022. Patient weight is 66. 9 kgs. The patient did not have relevant medical history. Extended hospitalization was required due to pacemaker implantation. Additional information was received on 02-oct-2022. The patient outcome of the adverse event is improved. There were no relevant test, labs, or patient history. Pacemaker was implanted the next day. Therefore, updated h6. Health effect - impact code field to include ¿surgical intervention (f19)¿ and ¿hospitalization or prolonged hospitalization (f08)¿. Also processed a4. Weight of the patient and a4. Weight unit fields. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 12-oct-2022, a correction was noted to the 3500a follow-up #1 as b2. Is hospitalization initial/prolonged and b2. Is required intervention fields should have been checked. Therefore, these fields have been processed.